Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen to address the reported issue. Failure analysis on the returned touchscreen shows that the scratched (damaged) on the touchscreen prevented the user interface (ui) assembly from responding to the touch command.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 01feb2021.

Event description:
The customer reported that the touchscreen is unresponsive and will not calibrate. The customer contacted product support and was advised of the suspect touchscreen assembly. The customer reported that the unit was in use on a patient, but there was no patient harm reported. No delay noted.